Event description:
Patient presented to our clinic today with a ruptured left saline implant which ruptured spontaneously in early december. She denies trauma to the area. She presents for implant exchange.it was noted to have a small tear adjacent to the tissue plug.